Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code 212 was associated with the right master tool manipulator. The master tool manipulator (mtm) refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 212 occurs when the actual voltage to drive current through the motors deviates from the expected voltage by a specified amount. Upon determining this condition, the system records the fault and transitions to a safe state. The mtmr was returned for failure analysis investigation. Engineering evaluation determined that the harness cable had malfunctioned, thus generating the system error code experienced by the customer. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s sacrocolpopexy procedure the surgical staff experienced system error code 212. The system was restarted multiple times, however, system error code 212 continued to recur. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.